Manufacturer narrative:
Corrected data: additional information received shows that there was information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does meet the reporting requirements stipulated in 21 cfr 803. Updated data: b5, h6 - annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a left bundle branch block (lbbb) occurred. Subsequently, a temporary transvenous pacemaker was used, and the patient was hospitalized for one day. No additional adverse patient effects were reported. Additional information was received, which indicated a permanent pacemaker was not required. Additionally, it was also now reported that hospitalization/prolonged hospitalization were not required as a result of this event. Additional information was received, which indicated that along with the use of a temporary transvenous pacemaker, a 30-day heart monitor was required. The lbbb was reported to have resolved one day following onset. Per the physician, the lbbb was probably related to the valve implant procedure and was possibly related to the valve.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Updated/corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated a permanent pacemaker was not required. However, the left bundle branch block (lbbb) remained. Additionally, it was also now reported that hospitalization nor prolonged hospitalization were required as result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated a permanent pacemaker was not required. However, the left bundle branch block (lbbb) remained. Additionally, it was also now reported that hospitalization/prolonged hospitalization were not required as result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: 0012076086; product ID: l-evolutfx-2329; lot #: 0012048513. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a left bundle branch block occurred. Subsequently, a temporary transvenous pacemaker was used and the patient was hospitalized for one day. No additional adverse patient effects were reported.